Manufacturer narrative:
The investigation is on-going at this time. The impella 5.5 pump has been returned for benchtop analysis. Upon completion of the investigation, a final report will be filed. Of note in the IFU: "impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The medical center had an impella 5.5 support ongoing for a patient escalated from the cp support. The patient was escalated prior to bypass surgery/CABG. On day 15 the pump stopped and was explanted. The pump was able to to be restarted after the stop, that had occurred while patient was vomiting, but still explanted.

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The medical center returned the device for evaluation. In addition, the data logs were reviewed to determine the root cause. Data logs showed the pump stopped immediately upon the occurrence of the "impella stopped - motor current high" alarm. In the 5 minutes leading up to the pump stop, a sudden motor current spike occurred (with a simultaneous dip in motor speed), immediately followed by increasingly elevated motor current and significant flow saturation with no change in p-level. After 2 minutes of stoppage, the pump successfully restarted and the alarm resolved. Visual inspection of the returned product revealed a large mass of biomaterial on and around the impeller. No other abnormalities were found. When the pump was activated, the biomaterial was ejected out of the outflow and the device ran with no issues. In conclusion, it was determined that the cause of the pump stop was ingested biomaterial. The evaluation revealed the cause of the pump stop was ingested biomaterial. The failure modes will be monitored and trended.